Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Treatment was not reported. Peritonitis with culture positive for e. Coli -recovering. The cause of peritonitis was unknown. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11j24080, h11i26128, and h11i01071. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.